Manufacturer narrative:
The investigation of the returned product was completed by the failure analysis lab on 7/23/2018. Device evaluation summary: upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device. White material was observed on the shell surface. The product evaluation team discovered a rent measuring approximately 1.9 cm located on the anterior aspect and extending to the posterior aspect. No other anomalies were discovered. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the product evaluation team was precluded from further evaluating the device. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage or the etiology of the white material found on the device. All the implants are 100% inspected before leaving the facility. There is no evidence that the issue is related with manufacturing. Because the product evaluation team was unable to confirm any unusual failure mode, no corrective action will be taken at this time. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. Given that no lot number was provided, a device history record (DHR) review cannot be performed. Concomitant products: 325cc unknown mentor saline prosthesis. (B)(4).

Event description:
It was reported that a (B)(6) female underwent breast reconstruction with 325cc unknown mentor saline prostheses. On (B)(6) 2018 bilateral deflation was observed. As a result, bilateral prosthesis replacement with natrelle inspira breast implants was performed on (B)(6) 2018. (See 1645337-2018-04656 for contralateral prosthesis report)